Event description:
It was reported that an asymptomatic patient presented in clinic with the device post-paced t-wave oversensing. Programming changes will be made at next follow up. No further information is available.